Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received the component disengaged into the patient cavity and was retrieved using graspers.

Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of two devices. Visual functional indicated no other abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during hiatal hernia laparoscopic procedure, the endostitch would not hold the suture. A new was opened in order to complete the case. There was no patient injury involved regarding the event.